Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study- it was reported that the patient experienced a dissection. The 100% stenosed, 5.0mmx70mm, tasc ii b target classified lesion was located in the right distal superficial femoral artery. The target lesion was treated with a 2.1 mm jetstream xc catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. It was reported that there was evidence of grade c dissection of 9.0 mm in length in the location 'in seg' and 18.8mm in length in the same location.